Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "medstation es station - half height cubie drawer won't recover" was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order #(B)(4), the field service engineer (fse) reported an out-of-box failure involving main half height drawers 4-1 and 4-2, which were not detected on the bus. The fse replaced the pcba pmc v1.06/v0.09bl hh, then rebooted the system and tested the drawers. The hardware test application (hta) was run, and all tests were completed successfully. During dchu visual inspection: (pn 151630-01): was received and observed fluid ingress on the pcba pmc v1.06/v0.09bl hh. During dchu testing: (pn 151630-01): during the inspection, fluid ingress was detected on the pcba pmc v1.06/v0.09bl hh. Due to the risk of electrical failure, corrosion, and potential safety hazards, no testing was required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the reported issue "half height cubie drawer won't recover" was due to observed fluid ingress into the pcba hh cubie pmc (p/n 151630-01), which prevented the drawer from properly functioning.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height cubie drawer 4 failed to recover and not detected on bus, which located on (B)(6). The customer tried to recover the drawer, but the issue persisted. As per part investigation, it was determined that the issue was due to fluid ingress into the pcba hh cubie pmc. There were no adverse events or injuries reported based on this event.